Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote alert was triggered for false atrial tachy response (atr) detection due to far-field r-wave oversensing. The right atrial (ra) amplitude was out of range, suggesting it could be a far-field signal. The clinic has been notified of this observation. The ra lead remains implanted and in service, with no adverse patient effects reported.